Event description:
A 1.5 mm diameter x 15 mm length sprinter rx dilatation balloon catheter was used to pre-dilate a proximal rca lesion. The lesion morphology was moderate tortuosity with severe calcification. It was reported that the balloon was advanced to the intended lesion site. It was reported upon first inflation of the balloon, the balloon burst at 20 atmospheres. The balloon was successfully removed from the patient as one unit. The device has been discarded. No clinical sequelae were reported and the patient is reported to be fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation results/conclusions: patient's condition affected effectiveness of device (moderate tortuosity with severe calcification). Other (no device returned for evaluation or cine films). Failure to follow instructions (taken above rated burst of 12 atms).